Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation ni equals lay user/patient.

Event description:
The customer complained that they were having difficulty reading their coaguchek xs meter display. Upon performing a display check, the customer noted no missing segments. When the customer entered the meter memory they stated that "the digit in the middle of the display only showed one segment on the upper, right side." The customer stated that other parts of the display show "shadows" when the meter is turned on. The customer cleaned the contacts inside the battery compartment and reinserted the batteries. The customer was already using new batteries. The display issue still remained. There was no allegation of any misinterpreted results. There was no allegation of an adverse event. The meter was returned. The investigation is currently ongoing.